Event description:
It was reported by service report that the cot would not latch in the upper position with the patient loaded.

Manufacturer narrative:
Height adjustment racks were bent.

Event description:
It was further reported by service report that the wheel was worn.

Manufacturer narrative:
It was further reported by service report that the wheel was worn.